Manufacturer narrative:
Additional product code for this report includes hty and jdw. The investigation could not be completed and a manufacturing evaluation can not be performed. No conclusion could be drawn as the device is not being returned and the lot number provided is incorrect.

Event description:
It was reported that an 8 hole condylar plate broke due to nonunion. The plate was removed along with 14 unknown screws and replaced with a retrograde nail. Patient has health issues with dialysis. The procedure was completed successfully. No further information was provided. This is report 1 of 15 for complaint (B)(4).